Event description:
It was reported that a device was used during an unknown procedure. It was reported by the rep that the harmonic cords all broke. Opened another device to complete the case. There was no consequence to patient.